Manufacturer narrative:
Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio-control further evaluated the removed therapy connector assembly at the failure analysis center and determined the cause of the failure to be due to the apex socket missing the insert sleeve which would not allow the socket to make contact with an inserted pin.

Event description:
It was reported that the device intermittently detects a connection to the hard paddles assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.